Event description:
Info received indicates the bed would randomly go into emergency trend and no motors would function.

Manufacturer narrative:
The tech isolated the issue to the head motor CPR switch. Repairs have not been completed.